Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the interference between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s implantable cardioverter-defibrillator (ICD) could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for review. The account reported that the alarms resulted from the patient's cardiac arrhythmia. A direct correlation between (B)(6) and the reported arrhythmia could not be conclusively established. Requests for the specific model of the biotronik ICD were sent, however, an exact model was not provided and cannot be confirmed by abbott. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 1, section 5 "surgical procedures", and section 6 of the IFU, warn the user: the heartmate 3 pump may cause interference with implantable cardiac defibrillators (icds). If electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead." Sections 5 and 6 of the IFU additionally state that prior to implanting an implantable cardiac defibrillator or implantable pacemaker (ipm) in a heartmate 3 patient, the device to be implanted should be placed in close proximity to the pump (approximately 10 cm) and the telemetry verified. If a patient receives a heartmate 3 and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, abbott recommends replacing the ICD or implantable pacemaker (ipm) device with one that is not prone to programming interference. Section b of the IFU, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. Experience indicates that certain models of icds and ipms may, in some cases, not be able to establish telemetry and be reprogrammed due to electromagnetic interference when used with the heartmate 3 left ventricular assist system (lvas). In such cases the icds or ipms have continued to function properly and only their ability to communicate with the programmer was affected. The heartmate 3 lvas complies with applicable electromagnetic compatibility standards and is not influenced by such devices. The abbott website includes a list of ICD and ipm make/models where difficulty or inability to communicate with the ICD or ipm programmer has been reported during hm3 lvas use. While the exact model was not provided, several models of biotronik icds are included on this website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that a few days after implantation, the patient suffered from ventricular tachycardia. The ventricular tachycardia was pre-existing. The arrhythmia was not device or therapy related. As soon as the ICD connection was established, the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a few days after implantation, the patient suffered from ventricular arrhythmia. It was noted that the patient had been implanted with a biotronic implantable cardioverter-defibrillator (ICD) a few weeks prior to their heartmate 3 (hm 3) implant. Post implant, when the ICD was to be reactivated, the connection between the ICD and the program could not be established. The ICD had caused inference with the hm 3 device as a result. The driveline was disconnected from the system controller and the ICD connection was able to be re-established. The driveline was then reconnected.